Event description:
It was reported that the egm showed evidence of an open circuit, and that there was oversensing noted. Technical services recommended lead replacement. Additional information received indicated that the lead was replaced. There were no reported patient complications as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the egm showed evidence of an open circuit, and that there was oversensing noted. Technical services recommends lead replacement. Lead status is unknown at this time. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured. The full lead in segments was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.